Event description:
It was reported that during preparation for a pci procedure, stent damage occurred. During device unpacking the proximal end of the liberte' monorail stent was flared. The lesion to be treated was located in the proximal left anterior descending (lad) coronary artery. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
.